Event description:
It was reported that during the generator change out, the ra lead was capped and replaced due to fracture. Lead fracture was previously noted during a follow-up. The patient did not experience any symptoms. The patient was stable before and after the procedure.